Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-07139 and 1627487-2012-07140. The pt is implanted with two percutaneous leads from different lots. It was reported the pt experienced ineffective stimulation coverage. X-rays indicated the leads had migrated. The pt also felt pain at the ipg pocket site. It was determined the ipg had tilted. The pt underwent surgical intervention. During the procedure, the physician repositioned the leads. Intraoperative, the ipg did not communicate with the pt programmer and therefore was explanted and replaced. F/u identified the pt reported effective coverage. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.